Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing and shocks from their implantable cardioverter defibrillator (ICD). Therapy was exhausted in the ICD due to the inappropriate shocks. The ICD was reprogrammed and continues to remain implanted and in service. No adverse patient effects were reported.